Manufacturer narrative:
(B)(4).the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
This is the second of two reports for the two different patients and two separate products. Refer to report 9611594-2016-00054 for the first report. A report was received from (B)(6) stating locking discs are falling off prematurely. The severely patient thrashed around continuously. By the following morning after having surgery the discs were all detached. Last week there was patient who was jumping around and a disc fell off.